Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. User facility medwatch report number: mw5082339. (B)(4).

Event description:
Received sus voluntary event report (mw5082339) stating: "patient underwent pci, vascular surgeon used the proglide device for closure of left femoral artery, but it "misfired" and implant was wasted. A second attempt with a different proglide 6 fr was made but "misfired" and wasted. An 8fr angio seal was attempted but was wasted because the vascular surgeons determined the patient's vessels were too small. A 6fr angio seal was used. Overnight the patients coagulopathy (excessive bleeding) improved, two further signs of bleeding to her left groin on (B) (6) 2013 heart catheterization (B)(6) 2013 show retroperitoneal bleed." Subsequently, additional information was received from risk manager who submitted the user facility medwatch report: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after an interventional coronary procedure. Reportedly, both proglide devices misfired. A non- abbott device was used to attempt to achieve hemostasis on (B)(6) 2018. The patient showed signs of retroperitoneal bleeding after the procedure. The retroperitoneal bleeding was treated surgically on (B)(6) 2018. Five days later the patient died from comorbidities and complications not related to the proglide devices. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.